Event description:
On (B)(6) 2015 biopsy stained with herceptest lot 20018877 at (B)(6) gave her2 score 3+, strongly positive. Based upon the herceptest result, the patient was treated with herceptin. The patient did not respond to treatment. On (B)(6) 2015 tissue stained with zytolight spec her2/cen17 dual color probe at (B)(6) gave results not her2 gene amplified. It is not yet known if the fish test and the hercept test were done on the same tissue sample, nor what percent staining was seen with the hercept test. (B)(4).